Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was bilateral pulmonary emboli (pe) s/p spinal fusion l1-l4. The trapease filter was deployed at the level of l2-l3 just below the takeoff of the renal veins. There were no immediate complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, shortness of breath, chest pain, numbness in extremities, back pain and internal discomfort. Per the patient profile form (ppf), the patient reports migration of the filter to other than the heart, blood clots, clotting and or occlusion of the ivc. The patient also reports continuous discomfort and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath, general, chest and back pain, and numbness of extremities do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, shortness of breath, chest pain, numbness in extremities, back pain and internal discomfort. Per the implant records, the patient had undergone a redo of a spinal fusion l1 through l4, and in the post-operative period, developed bilateral pulmonary emboli. The inferior vena cava (ivc) filter was advised and accepted given the fact that the patient could not be immediately anticoagulated in the postoperative period, and the size of the pulmonary emboli. Using ultrasound guidance, the right common femoral vein was cannulated. A venogram was performed which delineated the takeoff of both renal veins. The ivc appeared to be appropriate caliber for filter placement. A permanent trapease filter was then deployed at the level of l2-l3 just below the takeoff of the renal veins. A confirmatory venogram was performed which showed that the filter was in adequate position. There were no immediate complications. The patient was taken from the endovascular suite to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient reports migration of the entire ivc filter other than to the heart, blood clots, clotting and or occlusion of the ivc. The patient also reports continuous discomfort and mental anguish caused by the malfunction of the filter and the unsuccessful removal of the filter due to the malfunction. The patient further reported that the filter was implanted without consent during a back operation, having felt ¿pins in needles all the time¿, and that a magnetic resonance imaging (MRI) noted that that the filter had moved. The patient also stated that the filter could not be removed and there were no documented attempts to remove the filter.